Event description:
The user noticed that the hearing quality with the device has deteriorated. The clinic will proceed with reimplantation, no date has been set yet.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. A gradual increase in impedances is reported, but in situ measurements are not available. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed that the hearing quality with the device has deteriorated. The clinic will proceed with reimplantation, no date has been set yet.